Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 24md/dl. The customer stated that she already changed the infusion set and got new insulin. The customer treated her blood glucose with 10units of insulin. The customer stated that late in the afternoon she was 268mg/dl, and hours later her glucose level was 146mg/dl. The customer stated that she bolused and did not eat what she bolused for. No further information was provided.